Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that error codes "returns 1, 2, 3, and 4 current balancing fault" and "rf output error" were received. The patient is a participant in a clinical study.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed; the reported issue of the "lesion being interrupted when the current level dropped" was observed. In conclusion, the reported clinical issue of left bundle branch block occurred during the procedure and cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afr-00003 (serial: (B)(6)); product type: 2004-mapping hardware; product ID afr-00004 (serial: (B)(6)); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician bumped the patient's left bundle branch, causing the patient's electrical axis to ""flip"/change". During radiofrequency (rf) delivery, the current level dropped, causing a sudden stop in lesion delivery, and this error persisted throughout the procedure. The case was completed. No patient complications have been reported as a result of this event.